Event description:
According to the reporter, during a right transit colon reconstruction procedure, the white flag or knife blade cove was already engaged, hence the device did not fire. The reload was replaced, but when the user started firing, it did not work and was stuck. To resolve the issue, another stapler was used. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gia80mts, stapler gia80mts med thick tristp (lot#n4a2069uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.